Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The lead safety switch (lss) was triggered and changed the polarity of the lead from bipolar to unipolar configuration. There was low level noise that appeared consistent with minute ventilation sensor oversensing on the right atrial channel. Boston scientific technical services was consulted and discussed troubleshooting and reprogramming options. The pacemaker and rv lead remain in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Investigation of the also noted the device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that the pacemaker and another manufacturer's right ventricular (rv) lead exhibited high out of range pacing impedance measurements of greater than 3000 ohms. The lead safety switch (lss) was triggered and changed the polarity of the lead from bipolar to unipolar configuration. There was low level noise that appeared consistent with minute ventilation sensor oversensing on the right atrial channel. Boston scientific technical services was consulted and discussed troubleshooting and reprogramming options. The pacemaker and rv lead remain in service and no adverse patient effects were reported. This device was included in the minute ventilation sensor signal oversensing advisory population.